Manufacturer narrative:
A specific root cause could not be identified. An instrument malfunction was excluded. Review of the calibration monitors from prior to and after the event showed high differences in the standards and in the measured internal standard concentration. These differences were approximately the same difference as in the patient results. Most likely the customer used evaporated standards for the calibration prior to the issue. Product labeling states opened ampules should be used immediately and remaining content must not be stored to avoid inaccurate calibrations.

Event description:
The customer discovered questionable ion selective electrode (ise) results for multiple patients after the results were questioned by a doctor. The samples had been processed by the modular preanalytic analyzer (mpa) after they received a call from a doctor and found the qc results had been low, they reviewed the results for 95 patient specimens and found they were low. The samples were repeated on the other ise module. No specific patient data could be provided. The customer stated "there were 10-12 mmol/l unit differences on sodiums less than 130 mmol/l and on chlorides less than 90 mmol/l". All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. It was unknown if the patients were adversely affected as the customer stated he was still investigating the issue and reviewing the patient charts. One inpatient received a bolus of electrolytes because the repeat results which were considered to be correct were still low. The customer stated four of the inpatient samples were repeated and corrected immediately so there was no affect to these patients and there was no affect to any outpatient because the results were corrected before they could be seen by providers. The sodium electrode lot number was b58 with an expiration date of 04/30/2015. The chloride electrode lot number was p39 with an expiration date of 06/30/2015. The field service representative checked the system and could not find a cause. He performed preventative actions for the ise flowpath. He ran ise checks, calibration and qc which were all within specifications.

Manufacturer narrative:
Additional information was received: after chart review for all inpatients and outpatients, the customer confirmed there was no harm, no injury and no death associated with the event. The inpatient that received the bolus of electrolytes was a female in for preop testing. The sodium result from the first sample from the patient was 127 mmol/l. They administered one unit of normal saline and then drew another sample. The sodium result for this sample was 147-148 mmol/l. There was a comment in her chart that her sodium level rose more quickly than expected. The repeat sodium result from the first sample was 138 mmol/l. The customer stated there was no net effect to the patient and she was not put in medical danger. The patient's initial potassium result was 3.8 mmol/l and initial chloride result was 92 mmol/l. The repeat potassium result was 4.3 mmol/l and repeat chloride result was 100 mmol/l. The results for the patient on (B)(6) 2014 were sodium of 142 mmol/l, potassium of 4.0 mmol/l and chloride of 107 mmol/l. No further patient information or result values could be provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.